Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the system was receiving a message stating insertion axis was not free to move on arm 3. The customer undocked arm 3 and moved away from patient. Technical support engineer (tse) suggested removing drape, but the drape was stuck on. Customer powered system off and was then able to remove drape. Customer stated that they found loose screws on the insertion axis rail. The customer asked their local bio-med to tighten screws (tse did not suggest this, customer came up with idea). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was completed robotically. The procedure was delayed 25-30 minutes. The ports were placed on the patient already.

Manufacturer narrative:
Based on the claim against the product by the customer noting the system was receiving a message stating insertion axis was not free to move on arm 3, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm unit and completed the device evaluation. The reported problem was replicated and confirmed to have happened in the field (1 of 7 screw that holds the insertion rails is about to come off). The unit was tested on the in-house system in normal mode where it triggered no error codes. The unit was also tested on the pftp where it passed all tests. Failure analysis (fa) checked for any type of fluid intrusion, debris, or possible connections with ffc's throughout the insertion spar, but none were found. Fse stated that the carriage was loose. Fa checked the carriage to see if it was loose and it was confirmed that it was not loose. However, it was discovered that screw was not torqued and sticking up above the rail surface just as described by the customer in the complaint details. The screw was retorqued and proceeded on with the test and the unit passed. As a fix the insertion rail will be replaced in addition with new screws and torqued to spec to address the reported problem. This complaint is being reported based on the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.